Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation was performed; the surface of the tomo-fix plate shows scratches and wear and tear on the surface. The manufacturing review has shown that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. No product fault could be detected. The exact cause of the breakage cannot be determined and therefore no corrective action can be defined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report of 1 of 2 for (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that one of the reported screws at the medial proximal side broke in removal surgery on (B)(6) 2015. The screw broke at the screw head. The initial implant date was (B)(6) 2014. All the implants were successfully removed. No delay in the surgery was reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.